Event description:
A caller reported that the indicated battery charge of their device dropped by 25% in a short period of time. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.